Event description:
Per the surgeon's report, the pt began to report intermittent sound quality deterioration in 2006. Reprogramming the sound processor did not permanently resolve the problem. By early 2007, the pt reported that sound quality had continued to decrease and that she had almost no speech perception. Results of integrity tests two times in 2007 were consistent with normal receiver/stimulator function with an electrode anomaly on one electrode. However, intermittent receiver function could not be ruled out. The device was explanted and the pt was reimplanted with a new device on two months later.

Manufacturer narrative:
This type of event is addressed in the device labeling.